Manufacturer narrative:
Nellcor puritan bennett is requesting additional information from customer. At this time, the sample is not available for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
It was reported to nellcor puritan bennett on 10/28/05 that a 8.0 perc shiley trach was inserted into patient airway and after 12 hours, the outer cannula was found to be broken off/detached from the flange. The trach was replaced with a second 8.0 perc in o.r with no complications. No injury occurred. Patient is stable.